Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log and evaluation found cause to be a failed downstream sensor. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out, with a delay in therapy of less than 30 minutes and there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.